Manufacturer narrative:
On (B)(6) 2019, the healthcare professional reported that date of explantation is (B)(6) 2019. The relevant field has been updated. On 10/8/2019, the suspected medical device was returned for evaluation. On 10/17/2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with two 300cc mentor memorygel breast implants experienced postoperative left-sided rupture, right-sided seroma, and suffered several unexplained systemic symptoms, including breast pain, itchiness, fatigue, neck stiffness, and foot pain. The root cause of the patient¿s symptoms is unclear. The left-sided rupture and the right-sided seroma were visualized via MRI performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.